Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the saphenous vein graft (svg). A previously placed unk stent that was implanted in the svg at an unk date had restenosed. To treat the in-stent restenosis, a 3.5x28mm taxus liberte stent delivery sys (sds) was advanced; however, it could not cross the previously implanted stent. When the physician removed the taxus liberte sds, it was noted that the stent was not on the balloon. Using fluoroscopy, it was found that the stent dislodged at the point where the taxus liberte sds would not advance. An unspecified balloon was used to crush the stent against the vessel wall. Then a 4.0mm liberte bare metal stent was deployed over the crushed stent. The liberte bare stent also covered the intended lesion. No additional pt complications were reported, and the pt's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.